Manufacturer narrative:
A review of the device history records was completed: avalign technologies-nemcomed manufactured the 12mm protection sleeve, part number 03.010.435, and lot number 6493641. Initially, the part conformed to the supplier¿s certificate of conformance and 64 out of 65 part to the synthes final inspection sheet. A non-conformance report was issued for 1 part identified on supplier¿s fai documentation as oversize dimension. It was determined that ¿oversized feature still fits with related sub-component for welding. Dimension is non-critical for surgical procedure or product function.¿ identified part dispositioned to use as is; 64/65 were accepted, and the non-conformance report was closed. Another non-conformance report was issued for oversize dimension (tip inner diameter); six parts affected, 1 part was scrapped for product development investigation, determined that ¿oversized dimension will still fit with mating components and will not affect surgical procedure¿; 64/65 were accepted, and the non-conformance report was closed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Age of this patient is between 66 and 80 years. Device is an instrument and is not implanted / explanted. (B)(4). Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Market preference evaluation from synthes europe reports an event in (B)(6) as follows: this complaint was part of a market preference evaluation which records the complaint aspects of 2012 mpe results. The patient had a proximal tibia shaft fracture with patellofemoral arthrosis. There was poor ease of engagement / disengagement of the inner protection sleeve. The insertion point on the lateral view just on the edge between the tibial plateau and anterior margin on the tibia could not be reached with these instruments. The surgeon had to move down the old universal tibial nail (utn) entry point above the tibial tuberosity. There were arthroscopic pictures done before and after the instrumentation, 53 images were provided by the surgeon. Damage to the patellofemoral groove is obvious after the procedure although the surgeon worked very careful with the protection in place all the time. The operation in completely extended knee in very comfortable, reduction was easier although the surgeon still needed k-wires as guiding tools for reduction in lateral plane. This is report 2 of 3 for (B)(4).